Manufacturer narrative:
Nose bleeds are a known potential side effect related to the use of radiofrequency energy on the tissue in the nose. It is listed in the device labeling as a potential adverse effect.

Event description:
Patient was treated with rhinaer stylus without complication. Patient was seen by the treating ent physician for follow-up around 8 weeks post procedure and reported having had a nosebleed. The patient reported going to the ER for treatment, requiring multiple transfusions and was in the hospital for 10 days. The treating ent physician was not notified of the event at the time it occurred. Initially the physician thought the event was unrelated and therefore did not immediately report the event to aerin. Date of event has been estimated based on available information, approximate treatment date and timing of follow-up visit.